Manufacturer narrative:
Concomitant medical products: product ID: 97713, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports his pain has come back in the last month and maybe could be since the stimulation is turned down so low. Patient states his right implant is depleted but the left implant has some charge left. Later in the call patient states right side might just be low stimulation and its been this way for a couple of weeks. Patient states all his units had shorts and were shocking him. Patient states he has no way to recharge his implant as he shipped back the recharger. Patient states his pain is all coming back and can barely walk. Patient states he doesn't feel anything on the right implant but the left he does feel something. Patient states he turned down really low to save the battery inside the implant and was at 4.80 and maybe still has stimulation.